Manufacturer narrative:
The customer reported that quality control (qc) results were unacceptable and that twenty falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on the atellica ch 930 analyzer with serial number cm04000 and results were not reported to the physician(s). Siemens assisted the customer and dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, which included running an autocheck, and noted an issue with the reaction wash probe #1 and analytical testing protocols (atp). The autocheck was rerun and acceptable. The cse performed additional inspections, identified a droplet in reaction wash probe #5, proactively replaced reaction wash probe #5 and solenoid valve (v29), and verified the performance of the analyzer. Siemens is investigating the event.

Event description:
The customer reported that quality control (qc) results were unacceptable and that twenty falsely elevated carbon dioxide, concentrated (co2_c) results were obtained on the atellica ch 930 analyzer with serial number (B)(6), and the results were not reported to the physician(s). The customer performed troubleshooting, requested service, and decided to use an alternate atellica ch 930 analyzer with acceptable qc to perform repeat testing and confirm the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Event description:
Siemens became aware of additional data. Two creatinine_3 (ecre3) falsely depressed patient results were obtained on the atellica ch 930 analyzer with serial number (B)(6).

Manufacturer narrative:
Initial MDR 2432235-2025-00180 was filed on 07-jul-2025. Additional information (10-jul-2025): siemens received additional patient result data and updated sections b5 and b6. Siemens is investigating the event.